Event description:
Pt. Had huntleigh intermittent pneumatic compression device in left leg. Pt. Complained of leg hurting after boot on for 1 hr. Pt. Found to have indentation on calf of leg. Boots noted to be set at 60 mmhg.